Manufacturer narrative:
(B)(4). The insulin pump received with end cap broken off and missing. Unable to perform displacement test due to broken off and missing end cap.

Event description:
Information received by medtronic indicated that the insulin pump had crack at bottom. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.